Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad melted and partially detached, not detached from the clamp arm as reported. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the blade and tissue pad; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that during a laparoscopic donor nephrectomy procedure the plastic white pad came off the jaw of the instrument. No patient consequences reported. Procedure was completed with same like device. One device will be returning.